Event description:
It was reported that a patient is experiencing swelling and possible allergic reaction approximately two years seven months post implantation. The patient called stating he needs to know if his implant contains nickel as he has been found to be allergic to nickel. Attempts to obtain additional information have been made; however, no more information is available.

Manufacturer narrative:
(B)(4). D10- medical product psn fem ps cmt ccr std sz 8 l, item# 42500606401, lot# 65460096. Psn asf ps 10mm ve l 6-9 ef, item# 42512400710, lot# 65543115. All poly pat ve 35 mm dia, item# 42540200035, lot# 65649316. H3- customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the tibial component as material composition confirmed that the device does not contain nickel. Please void previous report regarding the tibial component.

Event description:
Upon reassessment of the information, it was determined that this item was reported in error. There are no allegations against the tibial component as material composition confirmed that the device does not contain nickel. Please void previous report regarding the tibial component.